Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported customer aviva system results of 15 mg/dl, lo, which on the system indicates a result less than 10 mg/dl, and 352 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.